Event description:
There was some malfunction of the drill (md stated it wasn't cutting through the bone as usual). Stated when cutting from the frontal and even despite copious irrigation, the bur was extremely hot and there was some evidence of some burnt bone. Once the dura was removed, there was an area that resembled a superficial contusion or thermal burn the size of a nickel underneath. The drill was exchanged for a new one. Upon inspection the drill bit appeared blackened/charred. Drill is 3 pieces, drill handpiece, the attachment and the cord. All applicable numbers are listed on the device page.